Manufacturer narrative:
The previously reported conclusion code was removed, as it no longer applies.

Event description:
On (B)(6) 2015, information received from a consumer reported that the pump was "put in wrong at implant" (as previously reported), that the physician told them that they did not feel the pump was put in right when it was implanted, and that it was still not working right. The patient have only had morphine in the pump, but it was unclear what the dose was at the time of the events; at implant, it was at "1.5," although it was unknown if that was the dose, concentration, or amount per day. On an unspecified date in (B)(6) 2013, the catheter had to be "moved" because the medication was pouring into the body cavity (previously reported as "catheter was definitely not in there," "surgeon cut the patient open larger so they could see what they were doing and plugged it in"). It was reported that the surgeon stated that they would make that larger incision to "eyeball" where the catheter had to be placed, to ensure that it was in the correct place. On (B)(6) 2015, it was reported that the patient would be going for a dye study with the physician and the company representative on (B)(6) 2015, and that the pain physician wanted the patient to have a magnetic resonance imaging (MRI); MRI guidelines were requested and sent. The reason for the MRI was not specified. The consumer stated that the "pump has not been helping." The patient had an appointment scheduled to have the pump interrogated post-MRI. Additional information regarding clarification of "the pump still not working right" (device or therapy issue), diagnostic testing, patient symptoms, actions/interventions taken, outcome, as well as the reason for the MRI and dye study, results of that testing, actions/interventions required, and outcome with respect to the reason for the testing was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The pump did not work that well and the pain relief was minor. The patient was a little better than he was prior to having the pump. The patient had 3 surgeries within approximately 4 months. Following the implant surgery, it was thought that the ¿hose¿ was dispensing the pump medication into the patient¿s stomach. So, between (B)(6), the patient had another surgery in which the healthcare provider (hcp) tried to reconnect the ¿hose¿ to her spine again. Following this surgery, the patient got a call from her surgeon, who told her that he tried to reinstall the catheter by looking at possible x-rays. However, the catheter was ¿definitely not in there¿ and the surgeon told the patient he could fix this in 15 minutes, so he did a 3rd surgery. At this time, the surgeon cut the patient open larger, so that he could see what he was doing. The surgeon ¿plugged it in¿. At the time of this report, the patient was still concerned that the pump was not implanted correctly, as it still did not provide enough pain relief. It was noted that the patient¿s medication had been adjusted, but the patient was small and only weighed 80 pounds, so the dosing had to be handled carefully. At the time of this report, the patient was looking for another hcp for a second opinion. Morphine was mentioned as pump medication. However, it was unclear or unknown what medication the patient¿s pump contained. Clarification of the device allegations, cause of the event, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.